Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that an advanix rx preloaded biliary stent, originally placed in the common bile duct approximately two to three months prior, was to be removed during a scheduled endoscopic retrograde cholangiopancreatography (ercp) and stent removal procedure. According to the complainant, during the planned stent removal procedure, the stent was brittle and broke apart during removal. The pieces were successfully retrieved using forceps and the procedure was completed. Preliminary evaluation of the complaint device revealed the stent to be fully intact. It was confirmed that the correct device was returned for this complaint. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an advanix rx preloaded biliary stent, originally placed in the common bile duct approximately two to three months prior, was to be removed during a scheduled endoscopic retrograde cholangiopancreatography (ercp) and stent removal procedure. According to the complainant, during the planned stent removal procedure, the stent was brittle and broke apart during removal. The pieces were successfully retrieved using forceps and the procedure was completed. Preliminary evaluation of the complaint device revealed the stent to be fully intact. It was confirmed that the correct device was returned for this complaint. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned complaint device revealed the working length of the stent to be intact, however the stent was noted to be kinked and torn near the proximal barb. The distal end of the stent was free of damage. Visual examination also revealed the stent to be discolored, likely from usage of the device. Based on the condition of the returned device, it is most likely the noted damage occurred due to procedural factors encountered during the procedure such as the method of stent removal or maneuvering of the device; therefore the most probable root cause for this complaint is operational context.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Event date is unknown. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the stent was originally placed two to three months prior to (B)(6) 2011; however, the exact date is unknown. The event of stent kinked. Preliminary evaluation of the returned device revealed the stent to have a kink at the end, indicating the stent was pinched with a retrieval device. The stent was found to be fully intact, therefore, the complaint that the stent broke was not confirmed. The investigation has not been completed and the exact cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.